Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-1396. It was reported, the pt was unable to charge or turn on her stimulation after suffering a fall. An sjm rep met with the pt and observed invalid impedances and confirmed the issue. The pt's ipg and lead was replaced. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.